Event description:
Reportable based on additional information received (B)(6) 2011. It was reported that prior to a drainage procedure damage of the device was observed. After unpacking the device, it was found that the pigtail part of the catheter was bent and pressed flat. The procedure was completed with a different device. There were no patient injuries reported. Additional information received from the complaint investigation site indicated foreign material on the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device together with the metal cannula, flexible cannula and luer cap septum were returned for analysis. Residue was present on the device to indicate handling. The original product pouch and packaging card were not returned. From a visual evaluation, it was found that the pigtail of the catheter was severely kinked/flattened and white material was stuck to the coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. There were no issues with the metal cannula, flex cannula or luer cap septum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is design. (B)(4).